Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a syringe. The customer reports that as the pharmacy technician, who was using the syringe to draw up a dose in the IV room, noticed leaking from the barrel. The incident did not result in patient harm as it was caught prior to the dose leaving the IV room.